Event description:
They had medicated a patient for high blood pressure based on the procare reading. It was later determined that the patient did not have blood pressure. Ge healthcare's investigation into the reported occurrence is still ongoing.